Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of fluctuating high and low blood glucose readings. Last night, the customer's blood glucose was 47 mg/dl and in the afternoon, it was 300 mg/dl. The customer also mentioned a bent cannula. The customer declined to troubleshoot for bent cannula, high and low readings.